Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-52 implantable pacing lead, implant date: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had small r-waves and during replacement the physician found that the rv lead insulation was torn. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.